Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
Customer reported to baxter (B)(4) of a clearlink continu-flo set in which nurse observed a port on the set was blocked and fluid could not pass. The set was being used with an infusion pump which kept generating a high-pressure alarm. This y-site was used as a part of customized administration which was assembled by the facility. The reported condition occurred during infusion of an unknown medication. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. A batch review cannot be performed since there was no lot number provided. If the sample is received or additional information becomes available, a follow-up report will be submitted.